Manufacturer narrative:
Event site name (B)(6) hospital.

Event description:
It was reported that during preventive maintenance performed by the customer, the cs300 intra-aortic balloon pump (iabp) blood sensor was not working. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The unit passed all functional, safety, and calibration tests. The iabp was returned to the customer.